Event description:
Reporter alleged obtaining a discrepant blood glucose result of 216 mg/dl back to back with a result of 113 mg/dl on the aviva system when testing was performed less than 10 mins apart. Reporter stated he took his prescribed 500 mg on janumet 45 mins after obtaining the back to back readings. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated he ran controls and they came in range three weeks prior to the back to back testing. A request was made for the return of the suspect device and replacement product was sent.